Manufacturer narrative:
The device was evaluated by olympus. The evaluation found power was intermittent due to failure of the power unit. Additional evaluation findings are as follows: 1.) Keyboard did not respond; 2.) Top cover has poor appearance; 3.) Rear panel poor appearance; 4.) Worn video connector socket. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cv-190, evis exera iii video system center, was returned to olympus for processing as an asset return with no problem reported. During in-house service of the device, it was determined the power unit was faulty. This report is submitted due to the faulty power unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.